Event description:
While performing a laparoscopic surgery using the bovie cautery pen and endoscopic ultrasound (esu), the monitor scenes would periodically black out, remain black for 5 seconds, then return to the camera picture. At times the system would access the picture function of the camera and take un-requested pictures. Due to the dark screens and not being able to tell if anything unwanted occurred, an emergency esophagogastroduodenoscopy (egd) was performed by the surgeon. A different esu was brought in and set up. The back-up tower with monitor was brought in and wired in to replace the ones that were in use. These both caused delays in surgery. Manufacturer response for storz electro surgical unit monitors, (brand not provided) (per site reporter): field manager coming in.